Event description:
Information was received from a consumer who was receiving baclofen, morphine and an unknown drug (all at unknown doses and concentrations) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that a few years ago the patient's healthcare provider (hcp) increased the dose on the pump. It was stated that then every time the patient's was "hit" with a dose he would be on the bathroom floor throwing up like crazy. The hcp stated that if the patient had a problem they should've came back so they can reduce the dose. The patient went in and it was reduce but it cost the patient (B)(6). The situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.